Manufacturer narrative:
The product history record review is anticipated; however, it has not yet been finalized. The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6/7f mynxgrip vascular closure device (vcd) failed to anchor and deploy and was treated with manual pull (holding manual pressure) with no complication. There was no reported patient injury. The intended procedure was reported to be an interventional heart catheterization for which heparin anticoagulation and single stick for access were used. The product was stored properly and was opened in sterile field. Deployment of the device was done following the instructions for use (IFU). The user is trained to the device. The device is expected to be returned for evaluation.

Manufacturer narrative:
As reported, the 6f/7f mynxgrip vascular closure device (vcd) failed to anchor and deploy and was treated with manual pull (holding manual pressure) with no complication. There was no reported patient injury. The intended procedure was reported to be an interventional heart catheterization for which heparin anticoagulation and single stick for access were used. The product was stored properly and was opened in sterile field. Deployment of the device was done following the instructions for use (IFU). The user is trained to the device. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was not returned for analysis. The product history record (phr) review of lot f2229902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure to deploy event reported could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issues. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review nor the information provided suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
Multiple attempts to obtain supplemental information were made; however, additional event details were not provided.